Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported that one patient with history of having anti-e tested false negative when an antibody screen was performed using 0.8% selectogen, lot vs131 exp 8/14/2018 in igg gel card lot in manual gel. The sample was sent to a reference lab and they were able to detect anti-e was present in the sample by using their automated blood analyzer. Cell (donor #) affected: cell ii - phenotype r2r2 donor (B)(6). Incubation time (for manual test only): 15 min, reaction grade obtained: neg, customer was expecting: pos. Test was repeated after the reference lab reported the presence of anti-e, retesting was done by different techs for a total of 10 times. Six times the result was negative, four times they obtained weak positive using the same set of cells. Qc passed on the day of testing, transfusion history: none, sample type: edta. Cards /cassettes/ storage condition temperature: as per IFU, visual appearance before use: acceptable, reagent red blood cell storage and handling: as per IFU. Antigen typing of the donor in question was requested but customer declined since they do not perform antigen typing and do not have commercially prepared anti-e. Customer does not perform antibody identifications in this lab and did not have other e antigen positive donor cells to test. Cell suspension of the reagent was discussed. Improper mixing of the 0.8% cell suspension could lead to less antigen available for the antibody to react. Varying red cell antigen expressions, low titer endpoints of antibodies, and how these may interact was discussed. Extended incubation times were reviewed as indicated in the igg gel card IFU. Reviewed the 0.8% selectogen IFU limitation #8 "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive." Customer expressed understanding and was satisfied with discussions provided and with documentation of this issue. Customer believes the issue to be sample related and does not needed which seems to have been specimen related.